Event description:
Additional information gathered revealed the pseudoaneurysm responded to the second thrombin injection given between (B)(6) 2015 - (B)(6) 2015 and resolved on (B)(6) 2015. The doctor also reported no further concern about the waveform artifact.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a pseudoaneurysm following the implant procedure. A right heart catheterization was performed during the procedure. The patient's doctor believes the vein and artery were punctured during the procedure. As a result, compression and thrombin injection treatments were attempted but were unsuccessful. In turn, eliquis was added post-implant for anti-coagulation for 10-12 days but was stopped and a thrombin injection was tried again. Once the thrombin injection was deemed successful, eliquis was resumed. It was also reported that patient had 1-2 episodes of rapid heart rate and the doctor also noted a possible abnormal waveform.